Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device leaked. Upon inspection, the leaked was identified at the connection of the one-link device and a non-baxer chemo connector. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.